Manufacturer narrative:
The technician found the power cord plug was not grounding correctly and replaced the plug to repair the bed.

Event description:
Information received indicates during an electrical safety check the bed was showing high ground resistance.